Event description:
It was reported that during the procedure of routine ipg replacement, the lead was incidentally cut by the physician, the one lead was removed and replaced with two leads. Therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.